Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 27-aug-2019 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a call service 064. During a rewind the pump gave a call service 078 alarm. Corrosion was found in the battery compartment. A leak test was performed, and a leak was found at the battery compartment. The pump cover was removed and moisture damage was found on the motor flex connector. The call service alarm was due to the moisture damage. Unrelated to the original complaint, the battery compartment was found to be cracked. Report late due to transition from vmsr program.

Event description:
On 06-aug-2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that call service alarm 064 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.